Event description:
The reporter stated that the device did not correlate to the lab. The device result reported was >8.0 inr. The lab result reported was 4.0 inr. The device was replaced and requested to be returned for evaluation.